Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) on evaluation the lead had a distal resistance reading below specification and there was damage to the tip of the electrode on visual exam.

Event description:
It was reported during the implant procedure tha the lead was not used as it was pacing inappropriately. The lead was not implanted. No patient complications have been reported as a result of this event.